Event description:
Rptr complains of pain when moving or touching the surgical area. There is pressure on the screws. They catch and it feels like it moves. Then it will pop. He has swelling in that area.